Event description:
The patient's wife reported to the manufacturer in 2007 that the patient was at a hospital for treatment of symptoms of slurred speech and balance concerns. The spouse indicated they did not have a dbs therapy controller available to reprogram the unit. The patient's wife also indicated that they only live for four months each year and also have another residence in the state of wisconsin. The representative re-directed the patient to also attempt to obtain follow-up from the physician. Additional information has been requested by the manufacturer from the physician. No report of device explant has been received. A follow-up report will be sent if additional information becomes available.